Manufacturer narrative:
Covidien reference number (B)(4). The service engineer (se) inspected the device and replaced the inspiratory printed circuit board (pcb). The ventilator passed all the required testing.

Event description:
It was reported that the ventilator was alarming safety valve open. Although requested, it is unknown if the event occurred during patient use. No reports of patient harm or injury associated with this event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.